Event description:
It was reported that during insertion in the emergency department they were not able to remove the springwire guide. It appeared to be stuck in the needle. As a result, the entire catheter and wire were removed as one. Once it was removed, they found the wire was unraveled but removed intact. A new kit was opened and placed successfully for the pt. There was a delay in treatment with no harm to the pt, no pt death, and no pt complications were reported. The pt was discharged.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.